Event description:
During internal cordis product testing in a silicone vessel model, the cypher stent struts fractured. This device is from a marketed lot; however, the product never left the cordis facility and there was no patient risk. The silicone vessel model was bent ot a 15mm curve. A 0.014" atw wire as advanced through the model. Two 2.5 x 13mm cypher stents were deployed within the curve in overlapping fashion without incident. A 3.5 x 35mm raptorrail sds balloon was then used in an attempt to over expand the stent (purpose of the testing). The balloon was advanced into one of the 2.5 x 13mm stents and was inflated in order to expand the stent from a 2.5mm to a 3.75mm diameter. At that time the stent fractured. It was then determined that the balloon had actually been advanced through the struts of the stent prior to inflation, rather then through the lumen; thus causing the stent fracture.

Manufacturer narrative:
The product was evaluated and the reported stent fracture was confirmed. The cypher us rx 2.50 x 13 stent was received enclosed within a small bottle of liquid. Per sub-electron microscopic analysis, the flex-link connector fractured surfaces exhibited evidence of material neck down with ductile dimple rupture characteristics. The fracture appeared to have been caused by a tensile overload. This condition is most likely due to mishandling and is not a result commonly observed in fatigue testing. A device history records review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. In conclusion, there is no evidence to suggest that this reported event was manufacturing related. Based on the available information and the evaluation findings, there are user handling factors that contributed to this event.